Manufacturer narrative:
The device was returned for analysis. The reported tear in the device packaging was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during shipping/handling resulted in the reported/noted packaging damage (top of the chipboard box crushed) and the noted creases sporadically throughout the entire chipboard box. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that outer packaging (shipment box and chipboard box) of the 6.0x100mm supera self-expanding stent system was noted to be received crushed on one side at the top. The chipboard box was noted opened; therefore, sterility remains unknown. There was no patient involvement as this was observed when hospital personnel were inspecting the goods. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.